Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 29th april 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device records seven self-test fails during manual power cycles, due to a real-time clock (rtc) error. The user would have been alerted with a "warning, device service required" prompt. No further log entries were recorded. After further investigation it was found that the failure was due the failure of a crystal that is an integral component within the rtc circuitry. During the investigation, the crystal was found to have no measurable output, indicating a failure of the crystal. This prevented the rtc from functioning correctly and resulted in several failures including the "device service required' prompt. All faults were rectified after a new crystal being installed.